Event description:
The patient reported getting a motor error alarm after exposing the insulin pump to an MRI scan. Troubleshooting was performed, and no damage to the drive support cap was noted. Advised the patient that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement test, followed by a motor error alarm during the rewind due to an out of phase motor encoder signal. The unit also had cracks on the reservoir tube lip and case near the display window corners.